Event description:
It was reported that the patient inflatable penile prosthesis (ipp) cylinder eroded proximally due to artificial urinary sphincter cuff erosion. The entire ipp system was removed and replaced with a new one. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.